Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 2025-03-25 13:22:34 cst pli# 20 product ID# 8667-40 analysis of the pump determined that the cap valve weld showed amber/straw and blue coloration around the two tack welds at the 6 o¿ clock and 12 o'clock positions. Per pod_000567, ¿discoloration by oxidation are acceptable outside of the weld zone¿ and ¿amber/straw discoloration in the weld path is acceptable¿. The weld optically met these requirements; however, no requirements of blue coloration were listed. Upon separation of the fracture surface, amber/straw and blue coloration were observed in the base metal and the portion of the weld that was tack welded. These areas would not be visible to the operators during inspection. Hk (380 hv) average. In creasing the oxygen in the cover gas and increasing the number of weld passes also increased the amount cleavage fracture observed on the fracture surface of tensile samples." Conclusions- the failure mechanism of the smiii cap valve weld was cleavage fracture with evidence of fatigue. A likely root cause was oxygen introduce during the welding process. However, the weld met all drawing and pod inspection requirements." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving gablofen (500mcg/ml at 172.10mcg/day) via an implantable pump for cerebral palsy and intractable spasticity. See general text for omitted information it was reported that the patient passed away five hours after a pump replacement. The cause of death was unknown and the physician did not believe it was related to the pump. The pump system was explanted and returned for analysis. An in house failure of the pump was found.

Manufacturer narrative:
H6: eval code conclusion updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 2025-03-25 13:22:34 cst pli# 20 product ID# 8667-40 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Analysis identified that the bulkhead weld area did not provide a hermetic seal, which resulted in a leak. Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2025, product type catheter h6: eval code conclusion updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving gablofen (500mcg/ml at 172.10mcg/day) via an implantable pump for cerebral palsy and intractable spasticity. It was reported that the patient passed away five hours after a pump replacement. The cause of death was unknown and the physician did not believe it was related to the pump. The pump system was explanted and returned for analysis. An in house failure of the pump was found.

Manufacturer narrative:
H3. Analysis of the pump identified that the bulkhead weld area did not provide a hermetic seal, which resulted in a leak. Analysis of the catheter identified a tear in the inside sealing surface of the sutureless connector (sc), near the guide ring which did not affect the functionality of the catheter. Continuation of d10: product ID 8780, serial# (B)(6) implanted: (B)(6) 2018, explanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6. Evaluation conclusion code updated to d16. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving gablofen (500mcg/ml at 172.10mcg/day) via an implantable pump for cerebral palsy and intractable spasticity. It was reported that the patient had a baclofen pump replacement at 13:00. The catheter aspirated and the case went well with no complications. The patient was discharged. The patient then experienced nausea and vomiting. Their caregiver called an ambulance and the patient returned to the hospital. They presented with low oxygen levels and signs of aspiration. The patient was noted to have a severe case of cerebral palsy. The patient was pronounced deceased at 18:35. The cause of death was unknown and the physician did not believe it was a malfunction of the pump. The pump was explanted and returned for analysis. Analysis identified a non-conformance of the pump. Additional information was received from the healthcare provider's clinic via the office manager. It was reported that there was no indication that the pump was at fault at all. The office manager also indicated that they had spoken to one of the providers that had worked with the patient and they also felt nothing was indicated as far as the pump.